Event description:
Procedure type: prostatectomy. According to the reporter: the suture was used for wound closure by surgeon after radical prostatectomy. The patient returned and his abdomen was open five days after surgery. In open "technic", the suture was nearly absorbed when the surgeon had to re-open the patient. No patient injury was reported.